Event description:
Voluntary medwatch received states the right atrial (ra) lead exhibited oversensing and undersensing. No changes or interventions were performed. The patient condition was not known.